Manufacturer narrative:
(B) (4). (B) (4). Eval summary: stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a mfg deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Return of the vision sds used in the procedure may have aided the eval and determination of cause. In this case, it is possible that an interaction with the heavily calcified lesion may have loosened the stent implant such that during advancement, the stent dislodged. A review of the product mfg records did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported stent dislodgement could not be determined.

Event description:
Device issue: dislodged stent. Time of device issue: during stenting procedure. Adverse event: surgical intervention. It was reported that rotoblator was used in a highly calcified right coronary artery (rca) vessel and a 4.0 x 12 vision was attempted, but did not cross. A 3.5 x 28 and 3.5 and 08 vision was implanted; however, there was a gap. Another 3.5 x 08 vision was attempted to fill the gap; however, the stent dislodged in the vessel. Two non-abbott were used in an attempt to push the stent against the vessel wall; however, the balloons ruptured. The pt was sent to surgery. The physician commented that surgery was an option at the beginning of case; however, he wanted to attempt the stent vessel first. No add'l info was provided.